Event description:
It was reported that during the implant procedure, the lead dislodged when slitting the sheath. A new sheath was used to successfully implant the lead. No patient complications have been reported as a result of this event.